Manufacturer narrative:
The product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during intraocular lens (iol) implantation in patient's right eye, the surgeon noted that the trailing haptic was stuck in the injector tip. The surgeon attributed this issue to manufacturing defect. The surgery was completed on the same day by removing the lens in an initial procedure. There was no patient harm.